Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the device performed, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an ophthalmic surgery on (B)(6) 2020 and suture was used. The needle pulled off the strand. Used another device from the same lot but from another box. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/17/2020. Additional h3 investigation summary: an empty opened overwrap packet, an opened folder with a detached needle and a needle/suture of product code fb1728, lot # mbk106 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the closure of the channel needle was noted correctly. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. On the second needle no defects could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.